Event description:
As reported by the edwards clinical specialist (cs), during the transapical tavr procedure, the physician was unable to cross the valve with the ascendra 3 delivery system and sapien valve. Per report, the patient's anatomy made coaxial alignment of the delivery system very challenging. The team was unable to exchange the extra stiff amplatz wire for a more supportive wire through the first ascendra 3 system due to the patient¿s anatomy. The decision was then made to retract the first system into the sheath, place the patient on pump (cpb), remove the first system and sheath over the wire, insert a new sheath, and exchange the first wire for a lunderquist wire. A second bav was performed with the aforementioned edwards bavc. The edwards bavc catheter was removed over the lunderquist wire and a second ascendra 3 delivery system was inserted. The valve was successfully deployed. The patient was weaned from cpb in the operating room and the patient was transferred to recovery in stable condition. Per report, the patient¿s aortic valve was severely (bulky) calcified and the aortic root was moderately calcified. The patient had mild ventricular septal hypertrophy, mild annular calcification (mac), and an ejection fraction of 50%. After the case the physician and the cs had an opportunity to discuss the perceived root cause for the events. Per report, the physician believed that the difficulty crossing of the native annulus was attributed to the amplatz extra stiff guidewire which appeared to be wedged in the commissure between two highly calcified leaflets.

Manufacturer narrative:
(B)(4). Patient was placed on bypass to safely exchange the devices. This was done successfully with no serious consequence to the patient. The device was returned, however, no evaluation was performed as there was no allegation of a device malfunction. The instructions for use (IFU) and the procedure didactic detail the steps necessary to successfully cross the native valve and align the transcatheter heart valve. Per the procedure didactic, if difficulty crossing is experienced the operator is advised to put tension on the wire and pull the system back and re-advance. Several factors can make it difficult to cross the native valve, including heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, a kinked flex catheter, and incomplete balloon aortic valvuloplasty (bav). In addition, the procedure didactic outlines the steps necessary to ensure smooth movement of the balloon catheter during valve alignment and to make fine adjustments. In this case, it appears that both procedural (difficulty with guidewire positioning with a more supportive wire) and patient factors (patient anatomy, severely calcified leaflets) may have caused or contributed to the difficulty encountered crossing the native aortic valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.